Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the hcp was aware of the incident, and mentioned that no further action was needed. The shocking had been resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported shocking stimulation sensation. The patient reported that they were going through a theft detector at a department store and as they walked through the detector, they "almost dropped to their knees from the shock that they got". The patient would follow up with their healthcare provider. It was noted that they turn their implantable neurostimulator off for cat scans and x-rays. No further complications were reported and/or anticipated.